Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother was reported via phone call that, the customer had high blood glucose of 400 mg/dl and current blood glucose was 176 mg/dl. Blood glucose readings have been up to 400 mg/dl but no more and it was over 200 mg/dl. Customer treated high blood glucose with the shots and insulin pump. Customer reported the following symptoms related to their high blood glucose was just get very irritable. Based on customer report customer does not allege pump was under delivering. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.